Event description:
It was reported that (2) devices were used during an esophagectomy. It was reported by the affiliate that the tlc75 instrument was fired once. Then the device was reloaded with a tcr75, but the device did not fire as it locked out without stapling the tissue. Another instrument was used to complete the case. There was no consequence to the pt.